Event description:
While performing a procedure for stenting a pta of right iliac artery, the physician noted the introducer sheath had separated during attempted withdrawal. The separation occurred at the puncture point of left inguinal, before the intended deployment of the stent, the separated segment was retrieved by surgical intervention. A second operation was required for removal of right stenosis.